Manufacturer narrative:
Patient information was requested and the information was not provided. (B)(6).

Event description:
The customer reported a vent inop condition due to an air valve liftoff failure. The customer reported there was no patient involvement.